Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the drive support cap was loosed. Customer's blood glucose level was 202 mg/dl at the time of the incident. The customer stated that they did not want troubleshooting and offer for high blood glucose. The customer was treated with bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not have a back-up plan available. The device will not be returned for analysis.